Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-02159. It was reported that high impedances were measured at the patient's lead contacts, and the patient's therapy was decreasing by itself. As a result, surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgery occurred in which the leads were explanted and replaced, which resolved the issue.